Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in tubing/chamber and having c.o.p.d. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of black particles in tubin/chamber related to a CPAP device sound abatement foam. The patient alleged having c.o.p.d. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention reported by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. External investigation observed very little contamination on the outside. Some dirt found around the outer enclosure. Small amount of corrosion found on p4 port. In order to properly test the device a known good p4 power port was used to test device. It was confirmed that water damage caused p4 port to corrode. The device was powered on using a known good power supply and ac power cord which showed the base unit provided airflow. A high-pitched whining noise was heard when therapy was initiated. The high-pitched whining noise was most likely due to a black tar-like substance found during the internal investigation. There were 6 instances of continue error e-101 . The humidifier was not returned with device, so heater plate could not be tested. Care orchestrator data was unavailable. Internal investigation observed evidence of sound abatement foam degradation and breakdown in the blower box, on the inside surface of the blower upper cap, and in the blower box. A black, tar-like substance consistent with degraded sound abatement foam was also bound on and in the blower assembly. The investigator confirmed the evidence of sound abatement foam degradation is present in the device. Section d8, d9, h2, h3 and h6 were updated.